Event description:
The patient underwent left knee revision surgery due to tibial pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Several follow up attempts were made to obtain the product and additional event information. No additional items or product was obtained. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Implant alignment cannot be determined as it was reported no x-rays would be returned for examination. The investigation can draw no conclusions regarding the reported pain with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.